Event description:
It was reported that there was discoloration with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 2 separate occasions before use. The following information was provided by the initial reporter, translated from chinese to english: noticed partitive membrane of q-syte discolored before unwrapped the package.

Manufacturer narrative:
Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two unused q-syte units in sealed packages from catalog number 385100; lot number 7272687. Through the visual/microscopic evaluation the septum of the q-syte displayed a yellow tint or discoloration. Although the reported issue was confirmed, it could not be determined if the discoloration resulted from the manufacturing of the device or from the user environment regarding storage of the unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was discoloration with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 2 separate occasions before use. The following information was provided by the initial reporter, translated from chinese to english: noticed partitive membrane of q-syte discolored before unwrapped the package